Manufacturer narrative:
The cannula seal hole was observed to be deformed and not fit properly around the formed needle. This abnormality allowed for fluid to flow back into the device and damage internal components. Fluid was observed exiting the deformed hole during investigation. Corrosion was observed on the pcb in the returned device. A power supply was used to attempt to download device data, but data was unsuccessfully downloaded. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level rose to 25 mmol/l (450 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. The patient treated the hyperglycemia with a 7 units bolus and by applying a new pod.